Event description:
It was reported that on (B)(6) 2022 he had a patient needing a cranial plate removal where he removed synthes low profile plates and screws. Several screws were loose in the skull and causing the patient pain. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. There is no further information. This report is for one (1) ti low pro neuro burr hole cover 24 dia. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a manufacturing record evaluation cannot be performed due to lot number being unknown. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the ti low pro neuro burr hole cover 24 dia, only was observed scratches due to usage during the implantation and explantation procedure and cannot be traced to a manufacturing issue. In addition, a straight cranial plate of two holes was received and no defect or damage were observed during the visual inspection. Per the technique guide, "consider an appropriate length of screw to avoid injury of underlying structure with too long screws or plate loosening and/or migration with too short screws." A dimensional inspection for the ti low pro neuro burr hole cover 24 dia was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to mating device (screws) were not received. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the ti low pro neuro burr hole cover 24 dia would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: 1.6mm ti burr hole cover 24mm (current), surgical technique. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.